Manufacturer narrative:
The manufacturer has determined that the cause of the incident is user error. Instructions to avoid such incidents are located in the safety and operation manuals of the coils: warning: burn injury due to concentrated electrical fields do not allow the patient to come into direct contact with the inner walls of the gantry (qd whole-body coil), qd head coil, or qd knee coil. Electrical fields are concentrated at the point of contact, and burn injury may result. If there is a possibility of contact, separate the patient from the coil by at least 10 mm using foam pads in the fully compressed state.

Manufacturer narrative:
Allegedly, the patient stated that his right arm felt hot/irritated. The scan was stopped and the tech went into check on the patient. He was sweating but was ok to finish the study. Sheets were put on the patient's arms for the remainder of the exam. Afterwards, an ice pack was applied.

Event description:
Patient received a burn on the arm as a result of leaning his arm against the magnet bore during scanning.